Manufacturer narrative:
The most probable cause of the e216 error is due an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope for a not reportable malfunction related to a leak. The device was returned and during the evaluation by olympus an e216 error was identified which is a reportable malfunction.